Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing skin flap breakdown and extrusion. The wire is reportedly exposed near the suture line. Skin flap repair surgery is scheduled.